Event description:
When attaching a spiros to the end of the tubing (solution set with duo-vent spike 2r8875 exp 3-10-25 (B)(4)), the spiros would not connect to the end of the tubing line and had to be replaced with another spiros. No patient harm.